Manufacturer narrative:
B3: event date: this event occurred on an unreported date around on (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. Peritonitis was manifested by abdominal pain. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with unspecified anti-inflammatory medications. Pd therapy was ongoing, and the patient outcome was not reported. No additional information is available.